Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date and name/indication of initial surgical procedure when stratafix spiral pds plus suture was placed? Please provide a suture lot number? What tissue location of the placement of suture? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was suture initially placed (interrupted or continuous)? Location of bleeding? Onset time of bleeding from the initial surgery? The source and triggering event of bleeding and the volume of blood loss? Was any abnormality/deficiency of the device noted prior to, during or after the procedure? Other relevant patient comorbidities/concomitant medications? Date and surgical findings of re-operation? Can you describe the appearance of the stratafix suture during re-operation? What is physician¿s opinion as to the etiology of or contributing factors to this event (bleeding)? What is the patient current status?

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and the barbed suture was used. Post-op, the patient was brought back on sunday night at 10pm. The patient underwent a re-operation due to bleeding. It was also reported that the patient is fine. Additional information has been requested.